Manufacturer narrative:
(B)(4). Method: the heater assembly of the affected iw990agu wall mount infant warmer was returned to fph for inspection. The heater assembly was visually inspected for damage while the heating element was electrical resistance tested using a multimeter. Results: visual inspection revealed that the lower case of the heater assembly was cracked. Electrical resistance test showed that the heating element was open circuit. A service technician from fph service center in (B)(6) further confirmed that an error 17 was registered in the internal memory of the affected iw unit. Conclusion: the cracked lower case is likely to be related to physical damage. Further testing confirmed that the root cause of the reported fault was an open circuit heating element. The subject infant warmer is more than 10 years old at the time of the incident. It is likely that the heating element wore out over time an open circuit heating element will render the iw unit non-operational. Should the heating element fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff to act and provide other means of warming.

Manufacturer narrative:
(B)(4).the affected components of the (B)(4) wall mount infant warmer are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare (fph) service manager that an iw990agu wall mount infant warmer was not heating and the light was not functioning. This was noticed after using on a patient. No patient consequence was reported.

Event description:
A healthcare facility in (B)(4) reported to fisher & paykel healthcare (fph) service manager that an (B)(4) wall mount infant warmer was not heating and the light was not functioning. This was noticed after using on a patient. No patient consequence was reported.